Event description:
Stryker sales rep has been informed by the surgeon from (B)(6) university hospital - that a hip surgery using accolade2 + trident cup + plastic 28 insert + biolox ceramic 28 head was performed on (B)(6) . After the surgery has been noticed by the surgeon an incorrect cup positioning and also the hip prosthesis just implanted, dislocation. A revision surgery was done on (B)(6) 2015 and stryker products have been implanted as well. On the removed parts of prosthesis, surgeon noticed that the ceramic head is not moving freely in the plastic insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding malposition involving a trident psl shell was reported. The event was not confirmed. Method and results: the trident shell was returned assembled with the trident liner. The liner was firmly locked into the shell. There was ha coating still present on the device. The ha coating was less prevalent around proximal portion of the device indicating that the ha coating was somewhat resorbed when implanted. A medical review was not performed because insufficient information was provided. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Stryker sales rep has been informed by the surgeon from (B)(6) hospital - that a hip surgery using accolade2 + trident cup + plastic 28 insert + biolox ceramic 28 head was performed on (B)(6). After the surgery has been noticed by the surgeon an incorrect cup positioning and also the hip prosthesis just implanted, dislocation. A revision surgery was done on (B)(6) 2015 and stryker products have been implanted as well. On the removed parts of prosthesis, surgeon noticed that the ceramic head is not moving freely in the plastic insert.